Event description:
It was reported that an interrogation report showed a polarity switch occurred on the right ventricular (rv) lead due to higher unipolar impedance measured rather than bipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592-53 lead, implanted: (B)(6) 2006. (B)(4).